Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after an unknown procedure a cardiac patient had to be reopened following the displacement of a ligaclip. Product code of the device is unknown; the appliers were put back into circulation. The clip that was alleged to have fallen off was not found and the patient wasn't reopened as it just happened during the initial case. The consultant surgeon was not in the operating theater at the time; we were informed that the registrar was operating. We cannot be sure that the clip was just not placed in the first instance. The patient is fine and expected to have a full recovery. The clips nor device will be returned for analysis.